Manufacturer narrative:
Evaluation description: final analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited an error message. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information notes the device was explanted and returned.